Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stepped on the pump, leading to a cracked touchscreen. Subsequently, multiple cartridge change errors occurred with multiple cartridges. Customer¿s blood glucose level was 130-150 mg/dl. The customer reverted to an alternate method of insulin therapy.